Event description:
It was reported that the insulin pump and the sensor were not communicating and the customer had to be taken to the emergency room due to site infection. Customer's mother declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.